Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received two questionable magnesium results on their c501 analyzer over the last (B)(6) weeks. The customer was able to provide data for one discrepant magnesium result that was reported outside the laboratory. The repeat testing was performed on the initial c501 analyzer and another c501 analyzer, however it is unknown which repeat result came from which analyzer. The patient's initial magnesium result was 2.7 mg/dl. The physician called and questioned the result on (B)(6) 2012. On (B)(6) 2012, the first repeat result was 1.7 mg/dl. On (B)(6) 2012, the second repeat result was 1.7 mg/dl. The customer considered the repeat results to be correct. There were no adverse events. The magnesium reagent lot number was (B)(4) and the expiration date was (B)(6) 2014. The field service representative could not find the cause. He checked the cell rinse levels, water pressure and vacuum pressure, sodium concentration in the cell detergent 1, sample and rinse probe dispense, and sample and reagent probes air purge flow rates. He performed a precision check using a pooled sample. He checked the quality control history from (B)(6) 2012 to the present, and noted the quality control stayed within 2sd of target during that time.

Manufacturer narrative:
No root cause could be determined. There were no adverse events.